Manufacturer narrative:
The reported event could be confirmed with the help of medical documents provided for investigation. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation a review of the labeling did not indicate any abnormalities. Formal medical opinion was sought from an experienced independent medical expert for the available information and he opined that: ¿the CT-scan of this case shows subsidence of the tibial component in a varus position and marked posterior subsidence. There are no signs of problems with the pe-liner, but a retrieval is necessary to make that implication definitive. There are several degenerative cysts below the talar component as a part of wide-spread degenerative changes of the foot skeleton¿. Based on the medical expert opinion, the cause of the revision can be attributed to patient-related. ¿there are several degenerative cysts below the talar component as a part of wide-spread degenerative changes of the foot skeleton¿. If device is returned or any further information is provided, the investigation report will be reassessed. Device remains implanted in patient.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.